Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals failed to overlap when the green triggers were depressed to roll the seals. A replacement seal was used to complete the procedure. The hospital did not report any patient complication. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).